Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: weight to the spec, crease fold, deformation, white particles, wear abrasion. Cloudy and bubbles were observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. No openings or issues related to rupture device were observed. During the analysis was observed crease fold however not is considered workmanship because the device was implanted. And it was received without its original sealed packaging. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side rupture. Healthcare professional additionally reported "creases." Device has been explanted.